Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advance evaluation (ae). It was reported that the trial complained of soreness at the incision area. Additional information received on may 5, 2017 reported that the patient experienced loose stool/bowel movement (bm) after taking antibiotics. It was advised the patient contact with their doctor. It was unknown if the issue was resolved. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.